Event description:
The customer reported that the subject device ¿opens up at the tip¿. This issue occurred during reprocessing. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found a gap of adhesive on the distal end. This report is being submitted for the malfunction (gap of adhesive) found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the distal end was deformed, and due to a pinhole in the rubber, insulation resistance was out of specification. The ccd (charge couple device) was damaged, causing a flare in the image. The objective lens and rubber adhesive were chipped. The connecting tube coating was peeling. The up/down knob could not be locked securely due to wear of the forceps elevator lever. The play of the up/down and right/left knobs were out of specification due to wear of the angle wires. The control unit and scope cover had discoloration, the paint on the air/water cylinder was peeled off, and the universal cord was scratched. The device demonstrated repair by a third party. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred from an external force applied to the part. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.